Event description:
Caller reported a malfunction on the pump, specifically identified as malfunction code 12. There was no reported adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and there was no recurrence of the malfunction code after the reset. Customer was advised to continue using the pump and to contact support if the issue reoccurs, which they acknowledged and understood.